Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error anomaly due to buttons not responding. Motor passed motor test. Pump received with broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the customer reported damaged in the battery compartment. The customer stated that the damage occurred 1 years ago. The customer also stated that during rewinding of the insulin pump the motor was jammed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.